Event description:
It was reported that the device was used during a laparoscopic appendectomy. It was reported by the rep. That the device misfired. A second device was opened to complete the case. There was no consequence to the patient. No other details available.